Manufacturer narrative:
Corrected data: in review it was noted that the visual evaluation of the device was not captured in the supplemental MDR report #2; therefore, the information is included in this supplemental MDR report. Device evaluation: sample was received in a plastic container at the manufacturing site for evaluation. Visual inspection using microscope magnification was performed to the sample returned: the lens was returned cut in two pieces which could be related to the explant process. There was not possible to identify damages as scratches or irregularities in the optic. The complaint reported could not be confirmed and no product deficiency could be identified either. Additional information: the following fields were updated according to the investigation results update: (B)(4); all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 30.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient experienced anisometropia. There was no incision enlargement and there was no patient injury. The replacement lens was another zcb00 model. No additional information was provided.

Manufacturer narrative:
Correction: in review, the supplemental emdr was incorrectly submitted with code in evaluation codes and the product being returned was not captured either. The product was reported being returned on 09/25/2018 and product testing was performed. Device available for evaluation?: yes, returned to manufacturer on 09/25/2018. Device returned to manufacturer?: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.